Manufacturer narrative:
Device evaluated by MFR: the jetstream device xc-2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no damage. There was blood in the waste bag. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did spin as designed. The device was functionally tested for a period of 2 minutes with no issues or errors. The device was checked in both modes of blades and blades down and functioned as designed. Inspection of the remainder of the device revealed no damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information of an unexpected shut down or audible noises. The complaint was not confirmed for blades not spinning issues.

Event description:
It was reported that there was a loss of rotation. A 2.4mm jetstream xc catheter was selected for a patient angiogram procedure in the superficial femoral artery. The patient was being treated for peripheral artery disease. During the first 3 minutes of the case, there was a loss of rotation and "it sounded like the batteries went out." The physician tried troubleshooting by using rex mode and re-engaging, but ultimately decided to replaced the device with another of the same device to complete the procedure. The procedure was completed successfully. No patient complications were reported.